Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation confirmed the reported malfunction of burr could not be inserted. The likely cause of the failure is due to breakage of tip bearing. It was also noted that the laser markings and color codes were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was external breakage in the device and the burr could not be inserted. It was unknown if there was any patient involvement or complications as a result of the event. Additional information received stated that there was no patient impact.